Event description:
It was reported that a vial-mate reconstitution device leaked from between the bag and the adapter. The leak was noticed after spiking the bag in the med surge department. The customer stated that the leak occurs when the fluid is sent into the vial. The device was being used with zithromax 500 mg. There was no patient involvement, injury, medical intervention, or adverse event associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.